Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The clips didn't come out as expected, either they didn't come out or they fell on the two clips applier used. Two used clip applier are returned + 2 sterile ones will also be returned as the customer doesn't want to use this lot number anymore. First the surgeon used the clip applier but the clips didn't come out as expected, then he asked to change the forceps with the same result. He asked to open a clip applier with a different lot number, and the expected result occurred. Additional information received from company rep. Via email on 04jun24: according to the pharmacist (name redacted), both the clips had the same problem. Patient status: patient is fine. Intervention: he asked to open a clip applier with a different lot number, and the expected result occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the clips not loading into the jaws. Visual inspection was performed, where no non-conformances were identified. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. A historical trend analysis and review of production records was performed, and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). The clips didn't come out as expected, either they didn't come out or they fell on the two clips applier used. Two used clip applier are returned + 2 sterile ones will also be returned as the customer doesn't want to use this lot number anymore.first the surgeon used the clip applier but the clips didn't come out as expected, then he asked to change the forceps with the same result.he asked to open a clip applier with a different lot number, and the expected result occurred. Additional information received from company rep. Via email on 04jun24: according to the pharmacist (name redacted), both the clips had the same problem. Patient status: patient is fine. Intervention: he asked to open a clip applier with a different lot number, and the expected result occurred.